Event description:
The manufacturer received information alleging a "service required" alarm condition occurred on a ventilator. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, errors related to the oxygen blender board were found in the ventilator's downloaded error log. The device's oxygen blender board was replaced to address the issue.